Event description:
The customer observed repeated bag breakage issue of cryomacs freezing bag part no. 200-074-403, lot no. 6180601002. This lot was used in four independent productions and 8 breakage have been observed so far. 6 out of 8 breakage occurred at tubing area. This is the second complaint, related to breakage for this lot with a incident rate of (B)(4) ((B)(4) bags in total). The customer stated that no overwrap bag was used. The overwrap bag raises safety and stabilizes the bag. It helps avoid breakages and allows to rescue cells in case a breakage occurs.